Event description:
It was reported that, despite the pump being in use, the pump battery gauge would remain at 100% battery life and then suddenly deplete. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.